Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062918. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A bezoar and gastro-intestinal ulcer(s) are known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 during a conference, it was reported that on an unknown date, the tip of the patient's j tube moved to the anal side and the tip of the tube was tangled. It was described that the j tube moved to the anal side due to a knot at the tip of the j tube. It was also reported that the patient experienced multiple gastro-intestinal ulcers and the j tube was bent in the stomach due to gastroptosis. Therefore, the reporting physician assumed that the j tube had moved due to residues in the stomach and peristalsis. On an unknown date, the patient's digestive symptoms rapidly improved with removal of the tube.